Manufacturer narrative:
Additional procodes: hty, jdr, mbi. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a mitek employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the doctor was performing a medial-patellofemoral-ligament (mpfl) repair utilizing lupine anchors and a milagro screw. Upon attempting to secure the first lupine into the patella, after drilling and seating the anchor successfully, the suture was removed from the lupine handle/inserter and counterclockwise turns were made on the handle to remove it. However, the handle/inserter of the lupine would not disengage from the anchor, even after several more attempts to turn the handle counterclockwise. The anchor had to be removed and was deemed unusable. A new lupine was opened. The case proceeded with a one (1) minute surgical delay. There was no patient consequence. This report is for a lupine br ds with orthocord. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 4l62654 number, and no non-conformances were identified. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.